Manufacturer narrative:
Results: the (B)(6)2008 core wire was fractured distal to the bulb approximately 149.5 cm from the proximal end. The wrapping wire was stretched. Conclusions: evaluation of the returned sep8s revealed that both core wires were fractured and wrapping wires were stretched distal to the bulb. If the devices were forcefully manipulated through old and dense thrombus, the core wire may fracture and wrapping wire may become stretched. Further evaluation of the second sep8 revealed a kink in the delivery wire. This kink was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Evaluation of the returned cat8 revealed that the catheter was ovalized. If the device is forcefully gripped or otherwise mishandled during use, damage such as an ovalization may occur. During functional testing, a demonstration sep8 was advanced completely through the returned cat8 without an issue. Penumbra catheters and separators are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: (B)(4). H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00933.

Event description:
The patient was undergoing a thrombectomy procedure in the left superficial femoral artery (sfa) using an indigo system separator 8 (sep8) and an indigo system aspiration catheter 8 (cat8). It should be noted that the target thrombus was old and dense, and the patient suffered from high grade stenosis. During the procedure, the sep8 was advanced 2 cm out of the tip of the cat8 and the physician began aspiration in the target location. The physician continued to use the sep8 and cat8 together in the target vessel for approximately 30 minutes before visualizing that the tip of the sep8 had become stretched. The physician then decided to retract the sep8 and remove it from the procedure and encountered slight resistance while retracting the sep8 into the cat8. Upon removal of the sep8, the physician confirmed that the distal platinum tip had become stretched approximately two or three times its usual length. The sep8 was therefore removed and was no longer used in the procedure. The physician then used another sep8 to continue the procedure; however, the same issue occurred. This sep8 was also removed and was no longer used in the procedure. The procedure was completed using the same cat8 and additional devices. There was no report of an adverse effect to the patient.